Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that the patient was found down at home. A pump alarm displayed that the batteries were empty. The patient's son exchanged the system controller and pump function resumed. The patient was sent emergently to the hospital. The patient experienced ventricular fibrillation cardiac arrest and a transesophageal echocardiogram revealed a large clot in the mitral valve orifice that moved with CPR to the left atrial appendage. The patient was emergently placed on extracorporeal membrane oxygenation. The patient was in shock with end organ function and care was withdrawn. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported events could not be conclusively established. Heartmate ii lvas, serial number (B)(4), was not returned for analysis. The heartmate 3 lvas IFU list pump thrombosis, cardiac arrhythmia, right heart failure, and death as an adverse event that may be associated with the use of the device. The hm3 lvas IFU and patient handbook explains the battery charge level, fuel gauge display, and all visual and audible alarms. Instructions for exchanging batteries and switching power sources are also provided. Additionally, these documents explain that heartmate 3 patients must be attached to the power module or mpu during sleep or any time when sleep is likely. It is also noted that depleting the batteries and the backup battery will cause the pump to stop. No further information was provided. The manufacturer is closing the file on this event.